Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain in their trunk/limbs. It was reported that in (B)(6) 2016 the patient was vacuuming and they "did something" that brought them to their knees. The patient believed that they "pulled a muscle or something." Since then, the patient feels like something is "squeezing her to death" then stimulation is on. It was also noted that the patient had pain where the lead goes in since that time. It was stated that when the patient turns the stim down or off the squeezing goes away but the pain does not. The patient was going to follow up with their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.